Event description:
A customer reported experiencing a cartridge alarm 20, which did not adversely impact their blood glucose level. Despite no prior reports of similar alarms with this specific pump, consecutive cartridge alarms occurred, prompting technical support to decide on a pump replacement. The pump was under warranty, ensuring a straightforward resolution. The customer, who used fsl2+ sensors, was informed that the new pump would require compatible sensors, and they were advised to contact their healthcare provider for a prescription. Instructions were provided for returning the faulty pump, and the exchange process was completed without additional complications.